Event description:
It was reported that 2.5 hours into a da vinci si prostatectomy procedure, one blade from the monopolar curved scissors (mcs) instrument fell off. The piece was located by x-ray and removed. The planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported

Manufacturer narrative:
The instrument was returned with the scissor blade detached. Per the customer reported complaint, engineering observed one scissor blade to be broke off with the blade fracture at the cross section of the cable crimp. The fracture plane is straight and the intact blade does not exhibit damage at the tip. Electrical continuity passed. No other damage found.